Manufacturer narrative:
This report is submitted on april 20, 2020.

Event description:
Per the clinic, the patient experienced poor external magnet retention. A revision was performed (date unknown) to reposition the receiver/stimulator. The magnet retention issue has now been resolved.